Manufacturer narrative:
(B)(4), the report of a kinked guide wire due to ars resistance was confirmed through complaint investigation of the returned sample. The customer returned multiple components of a cvc kit, including one guide wire assembly and catheter, for analysis. The arrow raulerson syringe (ars) was not returned. Visual analysis revealed that the guide wire contained multiple kinks adjacent to the j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the appearance of the damage is consistent with unintentional use error. However, without the ars returned for analysis, the potential root cause cannot be confirmed at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the puncture, the doctor found that three guide wires could not be inserted and could not be used." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00321 and 3006425876-2024-00334.

Event description:
It was reported "during the puncture, the doctor found that three guide wires could not be inserted and could not be used." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00321 and 3006425876-2024-00334.

Manufacturer narrative:
(B)(4).